Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Event description:
It was reported that the patient had been hospitalized in the intensive care unit (ICU) with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 304 mg/dl while wearing the pod longer than 48 hours. The patient stated she wasn't getting the correct dose on the automated system. It kept disconnecting. She stated there was a picture of her dexcom saying not connected or unable to connect with omnipod. She was getting her readings on her dexcom. She was in automated mode but then kicked her to manual. No other alarms or messages aside from the dexcom connectivity issue. Symptoms reported include not feeling well and vomiting. The patient was diagnosed with borderline dka. The patient was treated with an insulin drip and other treatment to bring up the patient's counts for co2, ph, potassium, and sodium. The pod was discarded. The patient was discharged on (B)(6) 2026.